Event description:
Procedure: end to end anastomosis. Patient sex: unk. Reportedly, when the device was connected to the generator, the cut mode activated before the hand switch could be turned on. There was no report of patient injury.